Event description:
It was reported that this patient was transported urgently to the emergency room and a perforation to the heart wall was noted. Subsequently, a thoracotomy was performed and required a pericardial drain to be placed. The perforated right ventricular lead was explanted and a new lead was placed. No additional adverse patient effects were reported. The lead is not expected to return.

Manufacturer narrative:
Correction to field b5: describe event or problem was updated with the product status and patient status. Correction to field h6: evaluation conclusion code was updated to known inherent risk of device.

Event description:
It was reported that this patient was transported urgently to the emergency room and a perforation to the heart wall was noted. Subsequently, a thoracotomy was performed and required a pericardial drain to be placed. The perforated right ventricular lead was explanted and a new lead was placed.